Event description:
It was reported when using the bd vacutainer® k3e 5.4mg plus blood collection tubes, the device experienced sample leakage . The following information was provided by the initial reporter. The customer stated: experienced lab technician/phlebotomist performed blood sample collection on a patient (a young man) with very visible/good veins (in ambulatory setting in regionshospitalet silkeborg). 7 tubes had to be filled and the last one was the involved edta tube. After putting the edta tube in the holder both the lab technician and the patient saw the blood being pushed 7-8 cm in direction of the patient in the wingset tubing. The first 6 tubes did not cause any issues. The lab technician removed the defective edta tube and took another one (edta 4ml) to finalize the blood collection which where performed without any further problems. All blood sample collection procedures where followed correctly by the lab technician.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/25/2021. H.6. Investigation: bd received 42 samples for investigation. 21 samples were evaluated by draw testing and the indicated failure mode for backflow with the incident lot was not observed. Additionally, 21 retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to backflow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode backflow. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k3e 5.4mg plus blood collection tubes, the device experienced sample leakage. The following information was provided by the initial reporter. The customer stated: experienced lab technician/phlebotomist performed blood sample collection on a patient (a young man) with very visible/good veins (in ambulatory setting in regionshospitalet silkeborg). 7 tubes had to be filled and the last one was the involved edta tube. After putting the edta tube in the holder both the lab technician and the patient saw the blood being pushed 7-8 cm in direction of the patient in the wingset tubing. The first 6 tubes did not cause any issues. The lab technician removed the defective edta tube and took another one (edta 4ml) to finalize the blood collection which where performed without any further problems. All blood sample collection procedures where followed correctly by the lab technician.